Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: here is a picture from this morning's drainage. I stopped the drainage so the proportion of air and fluid could be seen and photographed in the pleurx drain bottle tubing. Picture attached. My estimate was 60% to 80% air. The air entered the bottle tubing via the coupler. If you want to make the customs declaration for two boxes of six each, I can include this bottle and tubing in the shipment. Additional information received 17-feb-2023 1. Can you please clarify if this newly reported event from your email below, is also an issue with excess molding/flashing on the access tip that goes into the connection of your catheter? Yes, all air leak problems have been from molding flash. It can be easily felt with a fingernail. 2. If so can you also send us a photo of the access tip? We will create another label for this sample to be returned. Please let me know if you will also need another box to return the product for this additional occurrence. Photo sequence of 90%+ air in the drainage line was already sent as a pdf file, and again appended for your convenience. 3. A new pdf file is attached which includes a photo of the entire access tip and tubing, and 2-closeup photos of the access tip; the second one where a sharpie pen was run easily along the ridge to highlight it. The molding ridge continues along the top of the "ears", which is not part of the problem. These photos are full resolution. Previous photos were reduced to 1600 pixels in the largest direction. 4. There are two very pronounced ridges running along the tip that are in line with the "ears" on each side of the access tip base. Other access tips having this ridge causing air leaks are in the shipment I have prepared to be sent to santa domingo. Do you wish it sent to you instead? If so, please send a new return label. 5. You sent two big envelopes having a box to be assembled plus paperwork, the second arrived hours after the first. I only used one. I can use the second to send this sample to you with the access tip and tubing that are shown in the first pdf file attached. I don't consider it a bio hazard as the tubing has been flushed out with tap water under pressure, then 91% isopropyl alcohol under pressure, then compressed air, and then wiped down with 91% isopropyl alcohol. I can place it in the bio hazard bags provided if you wish. 6. Were you able to use a new bottle to successfully drain? Yes 7. Was the clamp properly closed until after the plunger was pressed? I always close the roller clamp after drainage and before disconnecting the access tip. Yes, the roller clamp was closed before the t-plunger was pressed. Your instructions are sparse. I made my own more complete instructions as attached. Vacuum remained in the drainage bottle after drainage fluid ceased. The roller clamp was again closed, and pictures of air in the drainage line were taken as shown in the pdf file prevously sent (again attached for your convenience as the second pdf file). The air shown in the drainage file in this last pdf file is representative of air from leakage in about 50% of the drainage kits in lot number 0001456546. 8. Where is your catheter located? Left lower thorax 9. Was there any impact due to the reported issue? What do you mean by 'impact'? I was able to drain. Because of the diminshed vacuum from the air leak, I'm not sure that the drainage was complete. 10. Was the access tip able to be completely snapped into place of your catheter connection or was it loose? All access tips have been able to be snapped in place. 11. Where was the bottle stored prior to use? In the cardboard shipping box on the floor in my office.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a051102. Patient problem code: f26.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: six photos samples were received by our quality team for investigation. Upon visual inspection, it was observed some excess material in the tip of the access tip; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001456546 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we identified that, manpower and method are considered contributor factors for the non-conformance and machine is considered the main root cause, since it was concluded that wear on the blocks and cavities of the mold could provoke the flash defect. A corrective action project was opened to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text: see manufacture narration.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: here is a picture from this morning's drainage. I stopped the drainage so the proportion of air and fluid could be seen and photographed in the pleurx drain bottle tubing. Picture attached. My estimate was 60% to 80% air. The air entered the bottle tubing via the coupler. If you want to make the customs declaration for two boxes of six each, I can include this bottle and tubing in the shipment. Additional information received on 17-feb-2023: can you please clarify if this newly reported event from your email below, is also an issue with excess molding/flashing on the access tip that goes into the connection of your catheter? Yes, all air leak problems have been from molding flash. It can be easily felt with a fingernail. If so can you also send us a photo of the access tip? We will create another label for this sample to be returned. Please let me know if you will also need another box to return the product for this additional occurrence. Photo sequence of 90%+ air in the drainage line was already sent as a pdf file, and again appended for your convenience. A new pdf file is attached which includes a photo of the entire access tip and tubing, and 2-closeup photos of the access tip; the second one where a sharpie pen was run easily along the ridge to highlight it. The molding ridge continues along the top of the "ears", which is not part of the problem. These photos are full resolution. Previous photos were reduced to 1600 pixels in the largest direction. There are two very pronounced ridges running along the tip that are in line with the "ears" on each side of the access tip base. Other access tips having this ridge causing air leaks are in the shipment I have prepared to be sent to santa domingo. Do you wish it sent to you instead? If so, please send a new return label. You sent two big envelopes having a box to be assembled plus paperwork, the second arrived hours after the first. I only used one. I can use the second to send this sample to you with the access tip and tubing that are shown in the first pdf file attached. I don't consider it a bio hazard as the tubing has been flushed out with tap water under pressure, then 91% isopropyl alcohol under pressure, then compressed air, and then wiped down with 91% isopropyl alcohol. I can place it in the bio hazard bags provided if you wish. Were you able to use a new bottle to successfully drain? Yes/ was the clamp properly closed until after the plunger was pressed? I always close the roller clamp after drainage and before disconnecting the access tip. Yes, the roller clamp was closed before the t-plunger was pressed. Your instructions are sparse. I made my own more complete instructions as attached. Vacuum remained in the drainage bottle after drainage fluid ceased. The roller clamp was again closed, and pictures of air in the drainage line were taken as shown in the pdf file prevously sent (again attached for your convenience as the second pdf file). The air shown in the drainage file in this last pdf file is representative of air from leakage in about 50% of the drainage kits in lot number 0001456546. I still have 9-drainage kits in their sealed packing assemblies that I can send to you if you provide a return label. After today's drainage, I will have eight. I can send them to you after you send replacements. Where is your catheter located? Left lower thorax was there any impact due to the reported issue? What do you mean by 'impact'? I was able to drain. Because of the diminshed vacuum from the air leak, I'm not sure that the drainage was complete. Was the access tip able to be completely snapped into place of your catheter connection or was it loose? All access tips have been able to be snapped in place. Where was the bottle stored prior to use? In the cardboard shipping box on the floor in my office.